Manufacturer narrative:
(B)(4). According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to endoleak and reintervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm an iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, gore® viabahn® vbx balloon expandable endoprosthesis and non-gore stent graft. An iliac branch component was implanted in the right limb, an internal iliac component was implanted in the right internal iliac artery and the gore® viabahn® vbx balloon expandable endoprosthesis was implanted as extend the internal iliac component. Non-gore stent graft was used as bridging device between a trunk ipsilateral leg and the iliac branch component. On (B)(6) 2022, a follow-up CT suspected a proximal type I endoleak or a type iiia endoleak between the bridging device and the iliac branch component. On (B)(6) 2022, an angiography was performed for the detailed investigation of the endoleak. The angiography didn¿t reveal any obvious endoleaks. It was observed that the junction length of the bridging device and the iliac branch component was short. It seemed that the bridging device moved proximally. Two aorta extender endoprostheses were implanted to reline the junction between the bridging device and the iliac branch component. Final angiography didn¿t reveal any endoleaks, the procedure was concluded. The physician suggested that it is possible that the endoleaks might have become thrombus because there was some time between the follow-up when the endoleaks were suspected and the reintervention.